Event description:
Legal counsel for the plaintiff alleges that patient underwent m2a hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 allegedly due to asceptic loosening of the acetabular cup. The acetabular cup and modular head were remove and replaced with a competitor's cup and liner and a biomet ceramic head. It is further alleged that the patient experienced a hip dislocation on the same day, and underwent a closed reduction procedure. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to acetabular cup loosening, pain and metallosis. The operative notes confirm that the acetabular cup and modular head were removed and replaced. Additional information received in patient's blood tests indicates cocr levels are within the normal range. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the plaintiff alleges that patient underwent m2a hip arthroplasty on (B)(6), 2008. Subsequently, it is alleged that patient underwent a revision procedure on (B)(6), 2011, due to asceptic loosening of the acetabular cup. The acetabular cup was replaced with a competitor's head and liner, and the modular head was replaced with a biomet ceramic head. It is further alleged that the patient experienced a hip dislocation on the same day, and underwent a closed reduction. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity". The user facility was notified of the event on (B)(6), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00859). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being sent to relay that the attached user facility report refers to the same event described in medwatches 1825034-2012-00858 & 00859. This follow-up report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00858-1 / 00859-1).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00858 / 00859).